Event description:
It was reported to philips that the system's small and large focus had both failed, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that small and large focus failed. Review of the system log file identified a defect in the tube. To resolve the issue, fse replaced the tube. The defective tube was returned to philips for analysis and confirmed the failure due to both small and large filaments being blown, a result of extensive usage that led to their wear and tear. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.